Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller stated they scanned patient in (B)(6) 2023 and the system was working at that time to access MRI mode. Caller stated patient is a poor historian but mentioned "broken leads" and "it's not working". However, patient didn't elaborate on these comments and it was unknown which system they were referring to.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2024 ; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2024 ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Product ID 977a260 serial#(B)(6) implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back reporting difficulty charging. Pt has 2 implants and confirmed the one that they had a problem charging was the implant from (B)(6) 2024. Pt said it was hard to position it to get excellent recharge quality. By the time pt gets it and sits down it will cut off and says 'finished'. Pt usually sits in a chair with a charger against it to hold it. Pt had been having charging issues with that implant since implanted. Pt also mentioned it won't charge if pt has a t-shirt on, pt has to put it on the bare skin and still has trouble getting excellent recharge quality. If pt moves a bit it changes to good. Or, if pt moves their hands it will cut off. Sometimes it takes so long for it to charge. Pt turns ins off to charge faster. Sometimes pt turns it off and then it won't go back on, it just keeps flashing. Pt has to reset the controller. Pt said their other implant charges like a charm and pt can walk around the house when charging it. Pt called once before when they could not get it to charge but it was on the weekend and they could not help them. Pt called the rep the day before yesterday. Pt mentioned they talked to them before when they had a problem with the other one in the battery pack.